Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues.* the completed investigation revealed no defect. These screws have a screw length of 25 mm with an overall length of 41 mm; the color of the anodization (medium green) also corresponds to the specifications. The implants correspond to specifications.

Event description:
Incorrectly packaged/30 instead of 25mm. According to feedback from customers 2 screws were ordered and unpacked. Then it was found that the screws were 30mm in length and had a color green instead of gold. They removed two 4.2 mm x 25 mm uss ii pedicle screws 499.201 from their warehouse. According to the statement of one employee, one of the screws was still in its sealed package. When filling the strainer they noticed that both screws were 30mm long and green in color. These screws are also labeled with item no. 499.201. The 4.2 x 25 mm screws they already have in the strainer are of a gold color. This is 1 of 2 reports for event # (B)(4).